Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) and delivery catheter perforated the right atrial appendage and apex of the heart resulting in effusion and tamponade. The lp was implanted while open chest procedure and pericardiocentesis were performed. The patient was in stable condition post-procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.